Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the domestic rep, the surgery was delayed for more than 30 minutes because the versatru forceps failed to adequately coagulate an artery that was bleeding. The forceps were touching the artery it would stick to the tissue and it would tear a little more and keep bleeding. There were no reports of delay or patient harm.

Manufacturer narrative:
The sales rep made numerous attempts to acquire product code, lot number and further details regarding complaint. However, no information was provided by the customer. Furthermore, the product was discarded, as such it is not possible to verify the product code or to evaluate the product and determine the root cause of this complaint. A DHR review and search for similar complaint was not possible without the product code and lot number. At this time, this complaint is considered to be closed.